Event description:
The caller wanted to report that the customer experienced a day where the insulin pump kept "feeding" her insulin. The caller stated that the customer received a letter from medtronic that talked about insulin pump malfunctions, and she felt that she had experienced the malfunction that the letter talked about. The customer did not mention whether or not she needed medical assistance. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.